Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure the 23mm sapien valve was deployed in an 80:20 aortic position. Following valve deployment the patient was hemodynamically unstable requiring initiation of cardiopulmonary resuscitation (CPR). The patient had one episode of ventricular fibrillation which was converted by defibrillation and multiple self-converting episodes of ventricular tachycardia. CPR was continued for approximately 20 minutes while the team initiated impella 2.5 support. After impella support was initiated, the patient recovered sufficiently to stop chest compressions. Four units of blood were administered during the procedure and the patient was transferred to the ICU supported by the impella 2.5. The patient continued to do very poorly and expired the next day. The patient's cause of death was multi-system organ failure and severe coagulopathy. Per the report received, this patient has a history of severe vasculopathy thus venous and arterial accesses were obtained with difficulty. The 22 f sheath was inserted into the left femoral artery (lfa) after cutdown and serial dilation. The physicians noted moderate difficulty in crossing the native valve with the valvuloplasty balloon but were eventually successful. A balloon aortic valvuloplasty (bav) was performed using 20mm x 5cm balloon during rapid atrial pacing. The patient recovered quickly from the pacing and the rf3 system with the 23mm sapien valve were inserted and advanced around the aortic arch. There was again some moderate difficulty in crossing the valve and when it finally crossed, it "jumped" across suddenly. A rapid assessment was performed to confirm that there had been no ventricular compromise. The patient's blood pressure dropped into the 60's systolic with the valve across the annulus so the valve was quickly positioned and deployed; however, the operators had failed to pull the flex catheter back and this caused an excessively long pacing time and resulted in hemodynamic compromise to the patient. The valve remained stuck in the leaflets and was flared on the ventricular side, and the balloon slid into the ventricle. The physicians continued to pace and carefully pulled the balloon back into the center of the valve and deployed the valve after pulling the flex catheter back. The valve was implanted in a stable 80:20 aortic position. The physicians estimate that the manipulations increased the pacing time from normal by about 15 seconds. During additional investigation of this event the edwards clinical specialist confirmed the valve final position was 80:20 aortic and not ventricular. The patient's ejection fraction was 50%. The sinotubular junction (stj) was moderately calcified; the diameter (mm) is unknown. There was no severe ventricular septal hypertrophy or severe aortic/leaflet calcification. Image intensifier angle and coaxial alignment were reported as good. Pre-deployment the valve was positioned 50:50. Valve position post-deployment was 80:20 aortic. Balloon inflation was held during deployment = 3 seconds and there was no loss of pacing capture during deployment. The clinical site has declined edwards request of case imaging. Furthermore, it was indicated the event was a result of the team's failure to pull back the flex catheter. They inflated the balloon and it jumped out of the valve and into the ventricle. The valve had expanded a bit during the inflation prior to the balloon jumping into the ventricle and remained stuck in the leaflets. They continued pacing, pulled the flex catheter back, then pulled the balloon back into the valve and deployed. The flaring of the valve stent was a result of the partial deployment that occurred before the balloon jumped into the ventricle. The outflow portion was wider than the inflow portion; outflow portion was approximately 50% expanded while the inflow portion was 20% expanded.

Manufacturer narrative:
The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per the sapien valve instructions for use (IFU) and the edwards sapien/rf3 training manual, valve malposition and arrhythmias are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets which can cause central aortic insufficiency. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Ventricular fibrillation and ventricular tachycardia (vt) are life threatening arrhythmias, typically associated with poor ventricular function, annular rupture/ aortic dissection, inadequate coronary perfusion or electrolyte deficiencies (e.g., hypokalemia, hypocalcaemia, hypomagnesaemia). The thv/rf3 training guide cautions "vf or ischemia can occur during rapid ventricular pacing. Assure blood pressure is high enough (>100mmhg) before starting rapid pacing. Be prepared to defibrillate." In this case, the events were not related to a device malfunction and imaging is not available for review. The information available suggests a combination of patient and procedural factors, including not retracting the flex catheter, caused or contributed to the aortic malposition of the valve . Additionally, no deficiencies in the IFU and training manuals are noted in relation to this event. No additional actions are required at this time.